Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4) through follow-up communication with the customer, livanova (B)(4) learned that the device was placed inside the operation room during use at a distance of approximately 2.5 meters away from the operation table with the exhaust fan directed away from the patient field. The device is still in use and the customer has reportedly followed the cleaning and disinfection procedure as outlined in the instruction for use (IFU). A livanova field service representative who has visited the customer and observed the disinfection process reported that the sink used to fill the device has post-filter tubing hanging next to where devices are drained, potentially leading to cross-contamination. The customer is currently looking for an alternative methodology. The customer has purchased new units and plans to replace their old heater-cooler devices in the near future. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacteria. At this time, the species of mycobacteria is unknown. There is no known patient involvement.